Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) marked the patient's rhythm as an atrial fibrillation (af) episode inappropriately. The device remains in use. No patient complications have been reported as a result of this event.